Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. The identified issue is most likely attributable to the use of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable exhibited a broken lens inside the tube. There were no reports of patient harm.